Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observation: observed 2 openings assessed as surgical damage. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported capsular contracture baker grade unknown of the right implant. Distributor later reported capsular contracture, baker grade iii. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported capsular contracture baker grade unknown of the right implant. The device remains implanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Distributor later reported capsular contracture, baker grade iii. Device has been explanted and replaced with a non-allergan device.